Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was severely tortuous and severely calcified second right posterolateral segment of the right coronary artery. Two 2.25 x 24 synergy drug-eluting stents were selected for treatment. However, both devices failed to cross the lesion and the proximal part of the shafts were kinked. After the devices were removed, it was noted that the tip of the stents were deformed. The procedure was completed with a non-bsc device. No patient complications nor injuries reported. It was further reported that the stent was detached from the device after procedure where positive pressure was applied. After the shaft kinked, unable to cross occurred.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.25 x 24mm stent delivery system was returned for analysis. An examination of the crimped stent found stent damage. Stent struts from distal end of stent were noted to be lifted from original position and pulled distally. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of tip damage. A visual and tactile examination of the hypotube shaft found a break situated at 24.2 cm distal to the distal end of the strain relief as well as multiple kinks along several locations of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was severely tortuous and severely calcified second right posterolateral segment of the right coronary artery. Two 2.25 x 24 synergy drug-eluting stents were selected for treatment. However, both devices failed to cross the lesion and the proximal part of the shafts were kinked. After the devices were removed, it was noted that the tip of the stents were deformed. The procedure was completed with a non-bsc device. No patient complications nor injuries reported.